Event description:
Medtronic received information that within days following the implant of this bioprosthetic valve, the physician called the valve manufacturer requesting to know if cinch mechanism for the deployment of the valve had any radiopaque markers on it. The physician had noted that the cinch mechanism may have been left attached to the valve in the patient. The manufacturer confirmed that they do not have any radiopaque marker on the cinch mechanism and asked if it was practice in the operating room to add the removal of cinch in the operating room count. The physician stated it is not practice to add that to the count. After further tests and an MRI scan it was discovered that the cinch mechanism was left attached to the valve in the patient. The patient was brought back into the operating room, the physician gained access and cut the three sutures holding the cinch mechanism and removed it from the valve. The physician noted that the valve was not damaged, functioning well and was left implanted.

Event description:
Medtronic received information that within days following the implant of this bioprosthetic valve, the physician called the valve manufacturer requesting to know if cinch mechanism for the deployment of the valve had any radiopaque markers on it. The physician had noted that he felt as though he may have left the cinch mechanism attached to the valve in the patient. It was confirmed that there were no radiopaque markers on the cinch mechanism and it was not operating room practice include the cinch in the operating room count. After further tests and an MRI scan it was discovered that the cinch mechanism was left attached to the valve in the patient. The patient was brought back into the operating room twenty days after implant. The physician gained access and cut the three sutures holding the cinch mechanism and removed it from the valve. The physician noted that the valve was not damaged and was functioning w ell. The valve remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct previously provided information. Through further investigation it was discovered that there were two events with two different patients, same hospital and physician, with similar reported events. These events were merged into one event and reported as such under manufacturer report number 2025587-2012-00201. Based on our investigation, this supplemental report is to stand as the complete information we have available on this first event. A second MDR will be filed for the second patient affected under a separate manufacturer report number. Conclusion: this product remains implanted. Based on the information provided, it was concluded that use error was the likely cause of the event. There are no trends on this issue; however, medtronic is monitoring for similar events. User facility: (B)(6). (B)(4).

Manufacturer narrative:
Additional information was received and updated in two sections: patient information - age at time of event and patient's date of birth. Update was also made to implant date. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis/conclusion: this product remains implanted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, it was concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.